Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their drive support cap was flush and insulin was squirting out during the manual prime process. The customer¿s blood glucose level was 305 mg/dl. Customer also report no delivery alarms. Customer reported that the insulin squirting out during the prime process. Troubleshooting was performed for no delivery alarm. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. The device passed rewind test, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery and displacement test. No unexpected prime or fill anomaly noted during testing. Drive support disk was inspected and no anomaly was noted.